Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received potential inappropriate therapy for supra ventricular tachycardia (svt) in the ventricular tachycardia (vt) zone. The device wavelet was attempting to withhold. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.